Event description:
Poor suspension and clumping of lumi beads delivering irinotecan in a debiri case. The particles would not flow through a non-hi-flow catheter even though the smallest particle size was utilized. This required discarding the catheter that had selective catheterization within the hepatic segment selected. Re-catheterization was required with a renegade hi-flow catheter that allowed delivery of the product with difficulty.